Manufacturer narrative:
(B)(4). Batch # p94l6g. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The alert screen of "no uses remaining" was not displayed at any time during the test of the device. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled, the closure indicator was found broken and not making contact with the moving trigger. In addition, during inspection there was a cracked internal component; the y-link. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result may include ¿tighten assembly,¿ "remove instrument from patient," ¿blade error detected," or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued use of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿no uses remaining¿ was displayed during use and the device became not to function. The blade tip of the device was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.